Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had an asr xl revision; the reason for revision was not provided. Ad may 07, 2018: follow up information received. As per sales rep: the reason for the revision was elevated combatting and chromium levels doi: unknown; dor: (B)(6) 2018; left hip.